Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the breath delivery power supply had emitted a burnt smell and had a burnt terminal. The breath delivery power supply was replaced. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the battery on a 980 ventilator did not charge after being plugged into an alternate current (ac) power source. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.